Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, noise was evident on stored electrograms and demand paced/sensed ecgs on the atrial channel. The noise was also evident with patient movement.